Event description:
The customer returned the gastrovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated they found foreign objects in the distal end and the forceps elevator, which was most likely due to inappropriate material, and corrosion on the ultrasonic transducer, which was most likely due to degradation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: inappropriate material and degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.